Event description:
When demonstrating the error message ¿pump disposable error¿ for the customer, the cardiohelp alarmed ¿runaway error¿, ¿device defective (0xd00e)" and ¿rpm control error¿. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that during a cardiohelp training the error message "pump disposable error" should be displayed, as the hls set was separated from the cardiohelp without decreasing the rpm. Instead of a pump disposable error following errors occurred: ¿runaway error¿, ¿device defective (0xd00e)" and ¿rpm control error¿. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The error messages could be duplicated. Therefore, the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was investigated by getinge life cycle engineering (lce): the cardiohelp was not used as intended, as the procedure the customer used is not defined as a test- or training scenario. The cardiohelp indicate a failure with high-priority alarms. Therefore all error messages, which were triggered, are caused by the procedure to display the pump disposable error message. The most probably root cause is an off-label use by the user. Further the error messages can be favored by a possible interference on the hall sensors by the motor. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The cardiohelp emergency drive can be used to manually drive the disposable if the cardiohelp-I should fail. The review of the non-conformities has been performed on 2024-05-07 for the period of 2021-06-30 to 2024-04-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-06-30. Based on the results the reported failures "error message: runaway error¿, ¿error message: device defective (0xd00e)" and ¿error message: rpm control error¿ could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device and the failure "error message: runaway error" as a single event (timeframe from 2023-04-22 till 2024-04-22). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).